Event description:
A customer from (B)(6) reported an incident at another german red cross department where the nurse mixed up the saline and the anticoagulant (ac) spikes and the machine was primed with ac. They had started the run and the donor had a mild citrate reaction. The customer did not specify the exact location of the german red cross where the incident happened. The patient information is not available at this time. The disposable set is not available for return for evaluation. This report is being filed due to device malfunction, in the form of operator error, that has the potential for injury.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release.root cause: this disposable set was unavailable for specific root cause analysis. As indicated by the information provided by the customer, the acd-a and saline solution bags were incorrectly installed by the operator during setup.

Event description:
Terumo bct was unable to obtain patient information from the customer.